Event description:
The port was placed to the rt lower abdomen. Administration of the drug was done primarily using the pump. On 07/30 blood gushed into the needle during access. The pt's incision was reopened and the port was removed. It was observed that the septum had separated.